Manufacturer narrative:
(B)(4). The pcb was replaced to correct the issue.

Event description:
It was reported that after installing a new main printed circuit board (pcb), a ventilator had no display. There was no patient involvement.